Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction issue occurred. The wearable was inserted into the arm on (B)(6) 2025. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2025, the patient developed redness, inflammation, and a cellulitis (infection) at the needle puncture site. On (B)(6) 2025, the parent brought the patient to an urgent care clinic and was prescribed a course of oral antibiotic medication (doxycycline unspecified dosage) to treat the cellulitis. At the time of the report no photo was provided, the patient was doing well. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.